Event description:
A malfunction alarm identified as "malf 9" was reported, but there were no adverse impacts on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any further issues.